Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. A broken piece of the belt was stuck in the monitor's electrode belt receptible. The connector guide pins were bent from the broken piece. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.